Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("allergic reaction"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo major surgery for removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Diagnostic results: following the requisite time period after implantation of essure plaintiff had an hsg test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("allergic reaction"), menorrhagia ("menorrhagia"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), toothache ("dental pain") and sensitivity of teeth ("dental sensitivity") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), migraine ("migraines"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and arthralgia ("joint pain"). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with cornual resection and repair). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, alopecia and arthralgia had resolved and the dysmenorrhoea, hypersensitivity, anxiety, depression, rash, migraine, headache, nausea, tooth disorder, allergy to metals, fatigue, weight increased, toothache and sensitivity of teeth outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, sensitivity of teeth, tooth disorder, toothache, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Following the requisite time period after implantation of essure plaintiff had an hsg test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reports added. Patient demographic information added. Essure indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Essure removal date updated to (B)(6) 2017. Event onset dates added. New events abnormal bleeding (vaginal), rash, migraines, headaches, nausea, dental problems, nickel allergy, fatigue, weight gain, hair loss, dental pain, dental sensitivity and joint pain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.